Manufacturer narrative:
(B)(4). Refer to results of investigation. A review of customer complaints received from (B)(4) 2010, did not identify an increase in complaint activity for patient results. The patient specimen was returned for investigation. The specimen was evaluated using a file kit of reagent lot 87018m500 stored at abbott laboratories. The results of the patient specimen was found to be repeatedly (B)(6). An alternate eia assay ((B)(6)) was performed on the specimen and negative results were obtained. Further testing (polymerase chain reaction; "pcr") could not be performed due to sample integrity because the refrigerated specimen requirement was exceeded. Without the pcr test results, there was insufficient information available to determine if the sample was falsely positive on the hivab hiv-1/hiv-2 (rdna) eia. Based on the investigation conducted, the hivab hiv-1/hiv-2 (rdna) eia assay is performing as intended and no product deficiency was identified. Based on the available information, a specific reason for the false positive results the customer observed could not be determined. The customer was referred to the "interpretation of results" and "limitations of procedure" sections of the hivab hiv-1/hiv-2 (rdna) eia package insert for further information.

Event description:
The customer stated two samples from one patient generated repeat reactive results of >2.0 on the hiv-1/hiv-2 (rdna) eia but no bands were detected on western blot. Non-reactive results were obtained on three point-of-care rapid serological tests and for hiv-2. Results of "screen test reactive, western blot test non-reactive" were reported to the physician. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.